Event description:
The pt was experiencing a return of symptoms. A catheter access study was done that showed the catheter was still in the intrathecal space, but the dye was pooling outside the intrathecal space. A tear or fracture of the catheter was confirmed. The pump and catheter were explanted after an implant duration of 65 months. The pt is reported to have recovered without sequela.